Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower orders were not coming through to the machine from cerner they were significantly delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an order issue. A technical support specialist dialed into server and verified that orders were showing on the server, confirmed that the station was showing offline for 11 days at remote support specialist (rss) due to station was disconnected to network. The customer was contacted via email and advised checking with hospital information technology team (hit) for any potential network issues, as multiple stations were reported offline, and the customer later confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower orders were not coming through to the machine from cerner they were significantly delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.